Event description:
It was reported that device entrapment occurred. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified mid right coronary artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the device got stuck with the non-boston scientific guidewire. The tip got entangled with the guidewire and a kink eventually occurred. The devices were removed together. The guidewire appeared damaged. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the telescope assembly. Microscopic inspection revealed the guidewire exit port and tip were torn along the monorail. The distal housing of the transducer was observed complete and with no evidence of degradation from exposure to saline solution.

Event description:
It was reported that device entrapment occurred. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified mid right coronary artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the device got stuck with the non-boston scientific guidewire. The tip got entangled with the guidewire and a kink eventually occurred. The devices were removed together. The guidewire appeared damaged. The procedure was completed with another of the same device. There was no patient injury.